Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure the metal cap located on the fiber tip detached and it was removed from the patient. A new fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber was able to confirm the reported allegation of fiber tip detachment as the fiber glass cap was found to be detached/separated, and it was not returned.the metal cap exhibited severe detritus adhesion on the surface, indicative of tissue contact. The fiber was functionally tested with helium-neon (hene) laser fixture. The testing conducted did not show any breaks along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure the metal cap located on the fiber tip detached and it was removed from the patient. A new fiber was used to complete the procedure without clinical consequences to the patient.